Event description:
According to the reporter: occurred during the laparoscopic gastric sleeve the needle of the device fell into the patients cavity. The needle was retrieved successfully. The handle was reloaded with the previously dropped needle. Case progressed normally. The patient is alive and has no injury.